Event description:
A malfunction alarm identified as malf 12 was reported, and the fault was not resettable. Blood glucose level was reported at 129.60 mg/dl, which is within the normal range, indicating no adverse impact. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy and was provided with a replacement pump by technical support. The customer was also guided to put the defective pump into storage mode and return it using a pre-paid label within 10 days.